Manufacturer narrative:
Device was evaluated. The nature of this complaint could not be verified. A review of test data and additional testing was performed. Refer to returned product evaluation report. (B)(4)

Manufacturer narrative:
Device evaluation is anticipated, but not yet begun. A follow up report will be submitted upon completion of investigation.

Event description:
The customers wife alleges her husband tipped backwards in the lift chair and passed away.

Event description:
The customers wife alleges her husband tipped backwards in the lift chair and passed away.